Manufacturer narrative:
On 6/7/2019, mentor became aware that the patient was caucasian, had no accompanying symptoms, fully recovered and did not have any hospital stay. On 6/13/2019, mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 7688133 sn: (B)(4) and (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 7706982 sn: (B)(4). On 7/1/2019, the product investigation was completed. During evaluation of the sample a tear was observed within a fold or wrinkle on the anterior aspect of the implant, measuring approximately 0.1 cm. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the results of the mre review was erroneously excluded from the follow up report 1 sent on 7/1/2019. On 6/11/2019, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 425cc mentor smooth round moderate profile saline catalog: 3501670, lot: 5986165. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered left side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.